Manufacturer narrative:
Altitude alarm- unable to confirm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. The customer was in the ocean and possibly deeper then 3 ft and longer than 30 minutes. However, it was not confirm. After getting out of the water the pump became unresponsive and stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer had alternate insulin therapy available.